Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance in resetting the pump, but the malfunction code recurred. Consequently, a replacement pump was to be provided but the customer will continue to use the pump in the meantime.